Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: there will be 10 devices returned for analysis, including 1 actual product and 9 sterile products from same batch. The surgeon refused to use the remaining 9 sterile products from the same lot and they will be returned for analysis. Enclosed please find defect photo. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Name of initial surgery?: laparoscopic total gastrectomy. *does the needle tip retain in the patient's tissue?: no. *were x-rays performed to localize the needle tip?: no. *what instruments were used to grasp the needle? *where was the needle grasped during use? *what was the size of the needle used? *what tissue was being sutured when the event (needle breakage) occurred? *was there any additional tissue damage as a result of searching for the needle piece? * contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. Evaluation: the product was returned for evaluation. Actual sample: the returned sample revealed that it was received one needle suture piece that pertained to product code . As per visual inspection of the needle marks that appear to be caused by a surgical instrument were observed on the sample. The body needle was distorted (bent) from the original form, these conditions were caused during the use. In addition, the suture was observed cut probably caused by a surgical instrument. Photo: in addition, two photos were provided and they showed the following: one tray with one broken needle and one bending needle suture piece. In the other photo, it was noted an overwrap packet for product code. Representative samples: the returned sample revealed that it was received eight unopened samples and one unused open sample that pertained to product code . During the visual inspection of the unused sample, the swage and attachment area were noted as expected. The tip and body of the needles were examined under magnification and no anomalies or issues related to needle breakage were observed. To evaluate the condition of the unopened samples, the packets were opened. The swage and attachment area were noted as expected. The tip and body of the needles were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, all samples were tested by resistance test needle and met the requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a laparoscopic total gastrectomy on (B)(6) 2024 and suture was used. The needle broke when sewing in surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. The broken needle was retrieved shortly. The procedure was completed and no patient consequence reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 6/24/2024 h6 component code: g07002 pending evaluation of returned device additional information: d9, h3, h6 a device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d4 primary UDI number. Additional h6 component code: g07002 no device problem found. Investigation summary: six failed suture needle sections received for analysis were identified as product code w8400. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of sample a and at each side of the body of samples b-f. It is unclear if or how the multiple pieces were positioned or how many total needles they compose. Each fractured side was examined for this report. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needles. A profile, top view and two high magnification views of the fracture surfaces for samples a, b, b1, c, c1, d, d1, e, e1, f, f1 are shown in figures 3-46. The fracture surfaces were examined in multiple locations to determine the fracture mode. All of the fracture surface contained both microvoid coalescence (mvc), a form of ductile failure and intergranular fracture. The intergranular fracture follows the prior austenite grain boundaries and is a form of brittle failure. The mvc occurs on the grain facets across the fracture surface. The fracture surfaces were predominantly flat and perpendicular to the needle body. The evaluation of the sample revealed the fractures were composed of intergranular fracture with microvoid coalescence on grain facets. The mvc indicates some degree of ductility; however, the flatness and orientation of the fractures provides additional evidence that this was a brittle failure. These were mixed mode fractures. "The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. The needle breakage was confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional analysis: the product was returned to ethicon for evaluation. The returned sample revealed that it was received eight unopened samples and one unused open sample that pertained to product code w8400. During the visual inspection of the unused sample, the swage and attachment area were noted as expected. The tip and body of the needles were examined under magnification and no anomalies or issues related to needle breakage were observed. To evaluate the condition of the unopened samples, the packets were opened. The swage and attachment area were noted as expected. The tip and body of the needles were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, all samples were tested by resistance test needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.